Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient stopped feeling stimulation and first noticed their device not working like it did before when they turned off their device as a precaution. It was noted that this, and the fact that the patient was sedated led to these reported issues. It was stated that they called the customer service and everything is ok now; it is working. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient¿s device was not working properly, meaning they had urine running down their leg. It was noted that, prior to this, they had to turn the stimulation off for a hand surgery. After speaking with a manufacturer representative (rep), they increased the stimulation to 1.1 and it ¿wasn't working like it did before¿ and they didn't feel stimulation. The patient also stated that it hurt their vagina. There were no further complications reported or anticipated.